Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main enhanced half height (hh) drawer 1.2 and full height (fh) drawer 5 pockets were failed. A field service engineer (fse) reseated and checked all the cables, then re-rounded the pyxibus cable and replaced the missing slide bumpers on drawers 1.2. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer and cubie were often not recognized on the communication bus. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.